Manufacturer narrative:
Reasons for no corrective action: semaglutide and tirzepatide used by the user constitute off-label use of product.

Event description:
Recieved email from mckesson rep about a plunger not sliding. Mckesson rep added end user to email. End user responded back, "we primarily use the easy touch syringes for semaglutide and tirzepatide. The problem seems to occur after we draw up the medication. The plunger will not push down to eject the medication, preventing us from administering the drug to the patient." Is syringes returned, credit issued.

Manufacturer narrative:
End user did not want a replacement sent. Credit was issued for end user to buy more product.

Event description:
Received email from mckesson rep about a plunger not sliding. Mckesson rep added end user to email. End user responded back, "we primarily use the easy touch syringes for semaglutide and tirzepatide. The problem seems to occur after we draw up the medication. The plunger will not push down to eject the medication, preventing us from administering the drug to the patient." Is syringes returned, credit issued.